Event description:
It was reported that the user experienced elevated blood glucose after breakfast while the sensor was in warmup and the pump was not dosing, leading the user to administer an external insulin injection and manually enter a fingerstick value; device-related details could not be determined due to insufficient information. Symptoms included hyperglycemia without clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, and both the medical device problem and device component were characterized as insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.